Event description:
The pt reported she was receiving a meter error 3 message in the pdm and that she went to the ER due to very low blood glucose (exact bg level was not provided). She would not provide any further info regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.